Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging there was something wrong with the pump. No additional information was given and the reporter could not be reached for further information. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.